Event description:
This system was removed due to infection.

Event description:
This system was removed due to infection.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified

Event description:
This system was removed due to infection.